Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femoral, cat#: unknown lot#: unknown, unknown nexgen tibial tray, cat#: unknown lot#: unknown, unknown nexgen patella, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is experiencing pain, swelling and the knee is hot to the touch. The magnetic resonance imaging scan showed polyethylene wear, synovitis, joint effusion and particle debris within effusion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. MRI and x-ray review by a radiologist indicates that there is a moderate to large joint effusion with peripheral low t2 signal rim with debris seen within suggestive of adverse local tissue reaction. Debris within the joint space likely represents synovitis versus multiple loose bodies. The provided MRI report revealed focal osteolysis along the tibial and femoral component, fibrous membrane formation on the patella and poly wear. Device history record was reviewed and no discrepancies were found. Review of complaint history determined no further action(s) is/are required. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: nexgen femoral component, catalog # 00576401551, lot # 60735951. Nexgen stemmed tibial component, catalog # 00598603701, lot # 60698604. Nexgen all poly patella, catalog # 00597206529, lot # 60721033. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06496, 0001822565-2018-00860, 0002648920-2018-00116, 0002648920-2018-00117.